Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed that white foreign material was observed within the device. The material was identified as silicone-based residue/deposits, the organic silicone is not originated from endoscopes, but is originated from chemicals (anti-foaming agent, etc.). The material may have adhered by use of other than sterile water, insufficient pre-cleaning and rinsing, insufficient drying due to valves left attached to the scope while storing the device, etc., even following reprocessing performed in accordance with the instructions for use (IFU). Simethicone and petroleum oil/silicone-based lubricants are non-water soluble and are not recommended for use by olympus. Although a definitive root cause could not be established, the probable cause of the observed residue was determined to be a known inherent risk associated with the use of silicone-containing products. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited foreign material within the control section. There was no patient involvement.